Manufacturer narrative:
E1- address: (B)(6). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty connector plug unit connection. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image during inspection for use. There were no reports of patient involvement.